Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens remains implanted. Lens repositioning. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a symfony toric intraocular lens (iol) had rotated 15-20 degrees¿ counter clockwise post implant. The lens required repositioning. The repositioning occurred without incident. There was no incision enlargement. No additional information was provided to abbott medical optics.